Manufacturer narrative:
Received 1 used catheter for evaluation. The reported event was confirmed as manufacturing related. During the visual evaluation, it was observed that there was a cut below the bifurcation area on the drainage lumen. The cut from the bifurcation area on the drainage lumen measured 0.5¿. Per the functional evaluation, water was injected by the drainage lumen and leakage was noted by the cut below the bifurcation area. This could have happened during the funnel de-molding process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use" (B)(4).

Event description:
It was reported that the catheter was leaking from the lumen while the patient was sleeping. The catheter was leaking from two spots on the lumen.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking from the lumen while the patient was sleeping. The catheter was leaking from two spots on the lumen.